Event description:
56 year old female had breast augmentation in 1988. Saline implants were placed. Recently she has had pain, numbness and tingling in left arm. She has also had pain in breast right more than left, with soreness and discomfort. Breast are firm as well. Bilaterial periprosthetic capsular contract ures. Path report. Right implant - no rupture, tear or other abnormality. Left implant - pinhole is present 3 cm from edge.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.